Event description:
The customer reported that the device issued a ¿speaker malfunction¿. No death or patient /user injury or harm was reported. The device was not used for monitoring at the time of the alleged malfunction.